Event description:
Consultant reported: a trochanteric nail was being removed due to failure. The helical blade didn't stay in the bone and cut through the bone. The surgeon is not sure why. The surgery went well. Took out a short troch nail and replaced with a long troch nail. A lag screw was inserted in place of the helical blade along with a 5mm locking screw. The patient was in a lot of pain. X-ray revealed the blade cut out. Sc not sure if it was a scheduled office visit or due to pain. The case was referred from another hospital. This is report number 3 of 3 for complaint #(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr us1042105 was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse affect on product.